Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving an "apply sample" message. This complaint is classified according to the documentation of the customer care advocate as this medical affairs specialist was unable to contact the pt to clarify info obtained from the initial call. The pt tests his blood glucose 3 times per day and self-adjusts his insulin regimen. On four days earlier, the pt attempted to test his blood glucose with several test strip vials but could not obtain a blood glucose reading due to the "apply sample" message. The pt stated that on the next day at noontime, he almost passed out. The paramedics were called. Upon arrival, the pt was tested in the "50 mg/dl" range on an emt meter. The pt was given beverages/food by emergency services. It would have been helpful to know what the pt's testing frequency, diabetes medical regimen, insulin sensitivity, the pt's target blood glucose range, how the pt based his diabetes treatment on that day prior to almost passing out, and what the pt ate prior to the incident. During troubleshooting, although the pt was using the correct technique for sample application and the test sample was drawn into the test area, the reported issue was not resolved. This complaint is being reported because the pt claimed he was treated for hypoglycemia after reported issue began. Replacement products were sent to the pt.